Event description:
It was reported to vyaire medical that the avea ventilator had alarmed high fio2 (fraction of inspired oxygen) during patient use. Furthermore, there was no patient harm reported associated with the event.

Manufacturer narrative:
The customer reported that they will not return the defective unit/part for evaluation. Therefore, no root cause could be determined. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.